Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon went to fire and the device locked out. The device opened and was taken off tissue. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown on which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. One device was returned in good visual conditions and with an ecr45b cartridge present. The reload was received fully fired. Upon further inspection, it was noted that the one piece sled was damaged. It is possible that the device was attempted to fire on thicker tissue than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.